Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not showing on pyxis. A technical support specialist found that although an a13 (cancel discharge) message may have been sent, the discharge date was not updated; since reverse discharge was enabled for the facility, advised the customer to manually readmit the patient via the es server webpage by navigating to 'settings, patients, visits and orders,' selecting the correct facility, locating the patient using filters or visit ID, verifying the 'discharged' status, selecting 'undo discharge,' confirming the action, and then applying a new discharge date. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was not showing on pyxis. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.